Event description:
Reprise IV study. It was reported that left bundle branch block (lbbb) and atrial fibrillation occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A loading dose of 81 mg of aspirin and 300 mg of clopidogrel were given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day of the index procedure, the patient was noted with lbbb and atrial fibrillation via electrocardiogram. Medication was given to treat. One day post index procedure, the patient was discharged on aspirin. At the time of reporting, the event was considered resolving. It was further reported that the lbbb was diagnosed one day post index procedure, not the same day of the index procedure as previously reported. Two days post index procedure, the lbbb was considered resolved with residual effects.

Manufacturer narrative:
B5 describe event or problem - updated. H6 patient codes - updated.

Event description:
Reprise IV study. It was reported that left bundle branch block (lbbb) and atrial fibrillation occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A loading dose of 81 mg of aspirin and 300 mg of clopidogrel were given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day of the index procedure, the patient was noted with lbbb and atrial fibrillation via electrocardiogram. Medication was given to treat. One day post index procedure, the patient was discharged on aspirin. At the time of reporting, the event was considered resolving. It was further reported that the lbbb was diagnosed one day post index procedure, not the same day of the index procedure as previously reported. Two days post index procedure, the lbbb was considered resolved with residual effects. It was further reported that the atrial fibrillation occurred prior to the procedure and was therefore, withdrawn as being related.

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) and atrial fibrillation occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A loading dose of 81 mg of aspirin and 300 mg of clopidogrel were given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day of the index procedure, the patient was noted with lbbb and atrial fibrillation via electrocardiogram. Medication was given to treat. One day post index procedure, the patient was discharged on aspirin. At the time of reporting, the event was considered resolving.